Manufacturer narrative:
Title: unidirectional barbed sutures as a novel technique for laparoscopic ventral hernia repair source: surg endosc doi 10.1007/s00464-015-4275-x. Received: 19 february 2015 / accepted: 29 april 2015. Springer science+business media new york 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the study, all 57 patients underwent laparoscopic primary ventral incisional hernia repair. 28 cases of patients were treated with barbed sutures and mesh while 29 cases were treated with only mesh. One patient treated with barbed sutures and mesh had hematoma complication. On the other hand, two patients treated with mesh only had seroma, three had protuberance (bulging) and one suffered in hernia recurrence at 16 month follow up.